Event description:
As reported by the user facility: reports over infusion: pump set 176 mls per hour, bag volume 600 mls. At 1.5 hours into infusion, pump alarmed air in line and bag was empty. Reports drug was erbitux. No patient injury, was given as primary infusion. There were some alarms early and late in infusion for pressure. There was also an infusion run previous on the pump with no issues. No tubing was saved. Reference manufacturer report number 9610825-2013-00391.